Event description:
Patient reported that they were about to infuse today but their pump got an error message alerting "system time out". Troubleshooting was not attempted as per pump manual; a replacement pump will need to be sent. Pt did miss their dose, however, pt did not report experiencing any adverse events due to the pump malfunction or the missed infusion. Pt did not provide the pump serial number. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 60gm/600ml hyqvia, made up of 2-30gm/300ml vials. No additional details, dates, or information provided. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia, chronic inflammatory demyelinating polyneuritis, and antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.